Manufacturer narrative:
Date of event: this event occurred on an unknown date between december 02, 2022 ¿ january 03, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate matter was adhered inside of injection port in six (6) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from november 17, 2021 - november 18, 2021. H10: six (6) actual samples were received for evaluation. Visual inspections with the unaided eye and with magnification were done which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.